Event description:
It was reported that during implant, the lead could not be inserted into the header of the pulse generator. The physician was able to insert the lead after multiple attempts.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.